Event description:
It was reported that prior to use, the dilator of the trapease w/csi intro kit 55cm system was damaged shortly after the product was taken out of the box. There was no further information available regarding the type of damage; however the returned device found that the shaft was separated from the hub. The product was not clinically used, and other new product was utilized for the procedure. Additionally, it was reported that the product was stored per labeling instructions. Every section of the device was secure in the package. Nothing occurred during removal that may have contributed to the reported event. Prior to shipping, no other damages were noticed on the device.

Manufacturer narrative:
A non sterile vessel dilator, which is part of the trapease w/csi intro kit 55 cm was received coiled inside a bag. It was noted that shaft was received loose: separated from the rest of the hub. The vessel dilator device was observed under microscope at 40x of magnification and a clean cut for both parts (hub and shaft) was noted. It looks like the "cut" has a chamfer finish; it does not look like the hub was cut with a device such as a blade. There was not any kind of flash over the vessel dilator noted. A scanning electron microscope was performed to the dilator vessel. Elongations and smearing can be observed in the circumference of the vessel dilator; elongations are a characteristic that suggest possible stretching. The surface presents evidence of smearing and some marks that appears to be made with an external tool; however since the proximal piece was cross-sectioned, it cannot be determined if the damage found was already there prior to the cutting. No visual evidence of any chemical degradation was noted. The exact cause of the separation could not be conclusively determined. A vessel tubing presence confirmation was requested. By comparison with a control piece, it was determined that no tubing was present in the molded hub of the complaint device. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint received was reviewed with three different molding subject matter experts (sme) and all of them were in agreement that this failure was not be caused by a material problem due to the shaft and hub detached or separation parts do not present any evidence of cracks, roughness or any irregular condition on the material. In addition, a cross-section of the hub was performed in order to verify if the shaft was inserted properly in the pin before the molding process. The piece was sent for sem analysis and no evidence of the vessel tube in the border of the channel was found. Even though involved device has a cordis europe lot number the molding processes are similar to csi vessel dilator, and it was taken as part of the investigation for this complaint. As part of the investigation, vessel dilator process was reviewed in order to see the molding process, at that moment it was running a similar part number with a different color. However the same process and inspections are performed. The failure for vessel dilator damaged reported by the customer was confirmed; even though a similar separation condition of the hub and shaft could be created in one of the 3 attempts performed to reproduce the failure, it was not possible to recreate the same chamfer cut condition in the hub and shaft after separation, also it could not be determined what conditions of the machine, material, process or method could be the cause of the customer complaint. Controls are placed in the area of molding and tms process in order to detect any damage in the device. This reported event may be related to the manufacturing process considering that the failure could not be reproduced. It is considered an isolated case since with a review of complaints received for similar family of products there is no evidence of any similar complaints with this type of failure. Actions have been opened to investigation this issue to determine if any further actions are required.